Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with stroke-like symptoms, blurred vision, left lower extremity numbness/weakness, left upper extremity weakness with left arm drift. It was later communicated that a computed tomography (CT) scan of the head was performed and showed lacunar right cerebellar and right thalamic infarcts. The patient was diagnosed with ischemic stroke. The patient's international normalized ratio (inr) was reportedly therapeutic at the time of the event. The patient was reported to be stable at inpatient rehab and making good progress with plans to discharge home.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. No further information was provided.